Event description:
Height adjustment not holding or in calibration. O.r. Staff says this unit took skin off down to the muscle.

Manufacturer narrative:
Device was in calibration prior to repair. Device had not been returned to zimmer osp since 1997. Zimmer contacted hosp to gather add'l details of event. Surgeon stated "got down to muscle"; however, there was no pt injury. Zimmer informed the hosp that the instruction insert states the device should be returned to zimmer osp on an annual basis for p.m. And recalibration. Unit had major parts replaced as part of the repair.